Manufacturer narrative:
Information was not provided, but will be requested no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired and the cause was unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the patient outcome could not be conclusively established through this evaluation. It was reported through patient outcome that the patient expired and the cause is unknown. Multiple requests for additional information, including product return status, were sent to the customer; however, no response has been received at this time. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.